Manufacturer narrative:
Initial.

Event description:
It was reported that the user announced a usual meal but consumed fewer carbohydrates than stated, leading to a blood glucose of 49 mg/dl. The user treated with orange juice and candy, after which glucose rose and trended down, and the event was attributed to incorrect procedure related to meal announcements on the user interface. Symptoms included hypoglycemia and dizziness. Outcomes included the need for unexpected medication intervention in the form of oral fast-acting carbohydrates. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no device problem, a usage problem was identified, and the issue was classified as improper or incorrect procedure or method involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.